Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer were experienced high blood glucose. Blood glucose level at the time of the incident was 550 mg/dl. Customer had received change sensor and calibration not accepted alarm. Auto mode feature information was unknown. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.